Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeons are: dr. (B)(6) (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a vaginal hysterectomy + anterior and posterior repair + retropubic sling (tvt) + cystoscopy and perineorrhaphy procedure performed on (B)(6) 2016 for the treatment of cystocele, rectocele and urodynamic-proven stress incontinence. As reported by the patient's attorney, the patient experienced an unknown injury.